Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was complex regional pain syndrome type 1 and non-malignant pain. The patient reported that "for about a week" then confirmed "over the weekend" the communicator was hardly ever charging. The patient stated that they had to ¿sit perfectly on the cord and sometimes it is having a hard time grasping the charge.¿ the patient stated they even tried to tape the cord but if it was not perfect it would not charge. Per the patient, the port was bent or loose. A replacement communicator was requested from the repair department because the charging port was bent or loose and the patient was having difficulty charging. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 28-dec-2022, UDI#: (B)(4). H3. Analysis found tm90 micro usb interface was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.